Manufacturer narrative:
We received the following information regarding this complaint: has any patient been injured? No. Have all the broken parts been retrieved from patient¿s mouth? Yes. - has any further medical or surgical treatment been necessary after the event? No. - how many times has the instrument been used before the event happened? Once. Investigation results: summary: six c+ files readysteel 25mm 006 were returned (one file in loose + five unused files). File in loose is lightly worn but is not broken. No material defect was found during analysis of the instrument. Nothing unusual to report was found during DHR review (batch #1861934). Unused files were evaluated and were found in compliance with specifications. No fault was found regarding returned products. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code :4580. Health effect - impact code :4648. The correct codes for this complaint are: health effect - clinical code: 4582. Health effect - impact code: 2199. This is a follow up report to correct this code.

Event description:
In this event it is reported that a c+file readysteel 25mm 006 file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.